Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿pump failed downstream (distal) occlusion sensor test. Values are: 20.44 psi & 20.78 psi.¿ was not reproduced. Evaluation had the flowline run downstream occlusion testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test at values of 20. 44 psi &. 20. 78 psi. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.